Event description:
The customer called and reported that the patient was being administered heparin at 20ml/hr. As the patient was being transported to the room, the pump was alarming. The user turned the pump off and on again and pressed the run button. It was discovered that the infusion was delivering at 75ml/hr in standard mode instead of dose mode about 5 minutes. Patient is okay.

Manufacturer narrative:
B. Braun spoke and corresponded with the facility's biomedical engineer and explained the power up in standard and retain all features. The biomedical engineer stated that she recommended the user facility conduct the training regarding power up in standard mode and review the data before pressing the run button. Also, reporter stated that since the device performed within specification, she is not sending the device to the manufacturer for evaluation. Note: retain all - if this feature is employed, the device always powers up displaying the last rate used. Power in standard mode - if this feature is employed, the device always powers in standard mode and displays the last rate used in standard mode.